Event description:
Insufficient weight removal. No pt injury or medical intervention reported. No problem found with ultrafiltration pump but ultrafiltration pump replaced as a precaution. Incident MDR reportable.